Manufacturer narrative:
The operator contacted the siemens customer care center (ccc) and informed that a connection of the bottle was broken. The operator temporarily secured the connection and stated that fluid was entering the bulk bottle. The ccc dispatched a siemens customer service engineer (cse) to the customer site. The cse performed service and replaced the waste bottle assembly to resolve the issue. The cse verified the operation of the advia centaur xp, and there were no leaks and no instrument errors. Siemens evaluated the event and determined that the cause of the leak is due to a broken fitting at the tubing connection. The operation of the advia centaur xp has been verified, and the instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator noticed that a connection from the advia centaur xp waste bottle was broken and caused waste fluid to leak on the floor. The operator cleaned the leak and got some fluid on their skin. The skin became red and irritated, and the operator did not seek medical attention and claimed no serious harm. There are no reports of patient intervention or adverse health consequence due to the leak and exposure to waste fluid.